Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a user facility report # (B)(4) was received on 21feb2025. The patient was admitted on (B)(6) 2024 after ventricular assist device (vad) low flow alarms at home for 3 days. Their lactate dehydrogenase (ldh) was 323 on admission. Patient range was 200-290. International normalized ratio was 2.1 on admission. Patient range was approximately 1.5. Patient was taking coumadin as ordered. Vad flows 2.1 on admission. Computed tomography (CT) scan performed on (B)(6) 2024 with noted biodebris narrowing outflow cannula greater than 50%. The patient was taken to surgery on (B)(6) 2024 for incision to the bend relief. The biodebris was removed from around outflow graft with an immediate increase in vad flow. Vad flows returned to 4.4. The event was life threatening, required hospitalization, and required intervention to prevent permanent impairment/damage.

Manufacturer narrative:
Section b1: type of report corrected manufacturer¿s investigation conclusion: the report of low flow alarms and biodebris narrowing the outflow cannula could not be confirmed based on the provided information. Additionally, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including hemolysis. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.